Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while contacting support if any issues reoccurred, which the caller understood.